Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation summary: the affected device was received in poor condition. The front cover was scratched, the pole clamp was discolored, the quick connect was corroded with the enclosure under it cracked, the line cord was faded and worn, the water tank cover was cracked on all four corners, the power switch was missing, and the pcb was outdated. The customer's indicated failure of the missing power switch was observed through visual inspection. The root cause was traced to damage from the customer. No action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device would not turn on and the power button was missing. There was no patient involvement and no patient harm adverse event reported.